Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a "burn/bruise" under the front therapy electrode pad of the lifevest. The patient reported that the irritation was red and then bruised. The patient also described a burning sensation and raised bumps. The patient also described the irritation as a "3rd degree burn". The patient reported that she would be contacting a dermatologist. Follow-up attempts were unsuccessful and the medical outcome of the condition is unknown.